Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because fading display was not resolved with troubleshooting.

Event description:
A customer contacted baxter's technical service center to report a check patient line alarm in fill 1 on the home choice (hc). The home patient (hp) stated he forgot to open the patient clamp during the priming and now he thought he had a lot of air inside of him. The patient line had a lot of air bubbles in it. The hp stated he needed to end therapy to start over with new supplies. The tsr assisted the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2010 regarding the alarm. The hp stated that he forgot to open the clamp. He did indicate that his supplies were fine, however, he discarded the supplies and started over with new ones. The hp does not recall the lot number. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/02/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.